Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in an upper shunt in the moderately calcified and severely tortuous anastomotic site. After a non bsc guide wire crossed the lesion, the 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation, however, the device was unable to cross the lesion. The procedure was completed with a 5.0-40/3.8/40 sterling balloon catheter. No patient complications were reported and the patient's condition was good. However, returned device analysis revealed longitudinal balloon tear.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and balloon and blood on the shaft. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed a 4cm longitudinal tear from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).